Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy following an unrelated surgery. In addition, the ipg is no longer able to communicate with external devices. No surgical intervention is planned at this time.

Event description:
Follow up revealed that the patient's ipg was replaced.

Event description:
Additional information received indicated the patient's therapy was restored with the replacement ipg.

Event description:
Follow up revealed that surgical intervention may be pending to replace the patient's ipg.